Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the tsb45 instrument jaw would not open after firing (was able to remove from the tissue manually). Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.